Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The daughter reported via phone call that the customer was hospitalized on (B)(6) 2015 for high blood glucose. Customer's blood glucose was 400 mg/dl at the time of hospitalization. The daughter stated the cause of the hospitalization was from diabetic ketoacidosis. The customer was treated with an insulin drip. The customer was wearing the insulin pump at the time of the hospitalization. It was found the customer's blood glucose declined to 110 mg/dl when treated with the drip. Customer's current blood glucose rose to 411 mg/dl when the insulin drip was removed. It was found the customer has nausea, sweats and shortness of breath from their blood glucose. It was also found the customer had a heart complication and dry mouth from the high blood glucose. Troubleshooting was not completed for the insulin pump. The daughter could not perform a high pressure test during troubleshooting. The daughter declined to return the insulin pump for analysis.